Manufacturer narrative:
H3 product analysis: evaluation could not be conducted for reported malfunction of abnormal noise as the tool burr could not be inserted. The likely cause of failure is due to damage of the tip bearing. It was also noted that laser markings and color band are faded and attachment was stuck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had abnormal noise. At the time of the report, there was no known impact to a patient. Additional information received stating that there was no patient impact, event occurred during the procedure and tip of bearings was damaged were found during evaluation.